Event description:
It was reported that when using the bd pyxis¿ medstation¿ es facility reported that the time on a pyxis cabinet was incorrect and did not match the time on other cabinets or actual clock time. The cabinet was approximately five minutes behind, which caused delays in dispensing medications because the system displayed them as "too soon" to remove. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was incorrect. A technical support specialist dialed into the station applied knowledge article (device time is incorrect) to change the time settings, and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.